Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-jan-2011, UDI#: (B)(4). Product ID: 8578, serial/lot #: (B)(4), ubd: 12-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. On 04-mar-2020 the patient reported that in (B)(6) 2019 she had an issue with their pump. Per the patient, the pump quit working, alarmed, the catheter cracked and the patient felt bad. Per the patient, they couldn¿t figure out why the pump stopped and alarmed, so they replaced the pump. No further complications were reported or anticipated regarding the event.